Event description:
Reportedly, it is not possible to boot the subject programmer: the screen stays black. Moreover, it was reported that the user interface stays frozen.

Event description:
Reportedly, it is not possible to boot the subject programmer: the screen stays black. Moreover, it was reported that the user interface stays frozen.